Event description:
Use process description: (it couldn't be powered on, and the indicator light didn't light up.) Event cause analysis description: (battery couldn't be charged.) This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).